Manufacturer narrative:
This supplemental #1 for initial MDR 2112667-2025-04390 is being filed to add reference to MDR (B)(4) in block h10 related report numbers. The reference had been inadvertently omitted in the initial MDR submission.

Event description:
Per medwatch report # (B)(4): "during an or procedure, the aisys cs2 stopped ventilating patient unexpectedly. Only manual ventilation was available. Appears to be an issue with the anesthesia control board. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known." There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The ventilator interface board was replaced to resolve the issue. Block a1, a2, and a4: no information available. G2 report source other: medwatch report # (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.